Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and alarmed unexpected restart. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 122 mg/dl at the time of the incident. The customer stated that the buttons were sticking and numbers kept going up and down. The customer also stated that there was no significant event leading to the keypad issues. The customer was disconnected and did not answer during call back but was able to call back a few moments after to continue troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no unexpected restart and external ram error alarm noted. The insulin pump had history error alarm in alarm history file. History error alarms due to corrupted history files. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.